Manufacturer narrative:
Investigation of the download data of the returned pod found a 0x6a occlusion alarm had been generated during operation. Rerun of the pod could not replicate the original data. Inspection of the fluid path and drive mechanism components found no damages or manufacturing deficiencies that would result in occlusion of the pod. The cause of the alarm could not be determined. The occlusion alarm is a confirmed cause of an inability to deliver insulin. The pod was received with the cannula assembly fully deployed. During fluid path testing, a tear was observed in the exposed portion of the soft cannula, which resulted in leaking. It cannot be determined when this damage occurred. A small crack was found on the bottom housing of the pod. No evidence of fluid or corrosion was observed around this crack, indicating that no leaks occurred into or out of the device. It could not be determined when this damaged occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels exceeded 300 mg/dl while wearing the pod between 4 and 24 hours on the back.